Event description:
It was reported that due to twiddler syndrom, the rv electrode dislodged. The lead was replaced. The condition of the patient was stable directly after the implantation.

Manufacturer narrative:
(B)(4).